Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The necessary manufacturing history was not provided for review. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-01773 / 01774).

Event description:
During the revision procedure while the surgeon was impacting the acetabular liner, the acetabular cup loosened. To complete the procedure, the surgeon cemented the acetabular cup into the acetabulum. The event resulted in an approximately twenty minute delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿